Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.

Event description:
The customer reported being hospitalized due to high blood glucose of over 320 mg/dl. The customer was experiencing unexplained high glucose for the past three days. Troubleshooting was performed. The customer's most recent glucose reading was 261 mg/dl, and she has treated with the insulin pump. The customer stated that the insulin pump has cracks around the reservoir and the front panel. The customer mentioned having scar tissue around her sites, but she rotates them around her body. Advised the customer to discontinue use of the insulin pump and revert to back up plan. No further info was provided.